Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h841461407, implanted: (B)(6) 2012, explanted: (B)(6) 2022. Product type catheter. Product ID 8709sc. Lot# h841461407. Implanted: (B)(6) 2012. Explanted: (B)(6) 2022. Product type: catheter, product ID: 8596sc. Serial# (B)(4). Implanted: (B)(6) 2013. Explanted: (B)(6) 2022. Product type: catheter product ID: 8598a. Serial# (B)(4). Implanted: (B)(6) 2013. Explanted: (B)(6) 2022. Product type: catheter information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Ubd: 20-sep-2014, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-sep-2014, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 17-dec-2014, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 14-mar-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer (con) via the company representative (rep) regarding a patient receiving fentanyl (2000 mcg/m l/200 mcg/ml) via an implantable pump. The patient was having discomfort at pump site due to her pump migrating more midline from the buttock. A pocket revision was done moving the pump from her he did a dye study in the past. This was done without us knowing. He was unable to give me the exact time frame. He reported at the time he could aspirate the catheter but was unable to push much dye nor did he really see a myelogram. He reported the patient was having more pain so that is why he elected to do a dye study. The entire catheter segments were removed. Catheter was replaced with an 8780, pump was moved to the abdomen. The patient status at the time of this report was alive with no injury. The medical history was asked but will not be made available due to legal/confidential reason. The weight was asked but unknown. The issue was resolved.